Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and service code 204) has confirmed that the c and d cable wires were cut at the ¿dn¿ plug the root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204 and adjust belt messages.